Manufacturer narrative:
Investigation: a review of the mfg. Lot build database for the reported lot# 2803914 (mfg. Date 01/2014) shows (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build. Conclusion: the involved device set was not returned for analysis and confirmation. The exact cause(s) of the reported event are unknown at this time.

Event description:
Complaint received reporting (filter) leakage issue with use of one b1460 14" ext set w/0.2 micron filter. The b1460 device set was pre-tested/primed prior to placement with no issues noted at that time. The device set was initially placed on (B)(6) 2014, four infusions of etoposide (240 mg/1200 ml) running at 50ml/hr for 24 hour durations were administered without incident. The b1460 device set was removed, replaced and discarded. There were no injuries or adverse consequences to the clinicians, patient or family members that were present.